Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to see the medication in patient profile. A technical support specialist logged into myqlink (mql) and confirmed that the medication was not loaded in the machine, and the client was advised to follow up with pharmacy. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the medication was not displayed on the device. A new patient was admitted, but the medication did not appear in the patient profile. Upon reviewing the mql, it was found that the medication was not available in the pyxis. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.